Event description:
It was reported via repair work order that the jack could not lower and was stuck raised due to malfunctioned jack adjustment valve. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack could not lower and was stuck raised due to malfunctioned jack adjustment valve. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously , it was reported in error that the jack could not be lowered. Upon completion of the manufacturer's investigation, it was determined that the jack could be raised and lowered, but was raising and lowering unevenly. This is not likely to result in serious injury or death as the jack could still be raised and lowered if needed.